Manufacturer narrative:
Information received as general inquiry on (B)(6) 2018 directly from the alleged patient. No information were provided on the device reference or lot number neither on the surgery the information provided hasn't permitted to know the reference & the lot number of the device. The review of the device history records and traceability could be performed. Additional information requested conclusion is not available yet. No information about device location.

Event description:
Mobi-c p&f us : revision due to implant dislocation. The information was received directly form patient : "I recently had cervical disc replacement with a mobi-c. The disc actually broke inside me causing me to have another surgery and a fusion which I was trying to avoid." No surgery initial or revision date were provided. No implant reference or lot number were provided. More information about this case was requested. Information still in progress.

Manufacturer narrative:
This report medwatch is ent for the complaint investigation conclusion. The product was not returned to the manufacturer for examination. The review of the device history records and traceability shows no evidence on a device issue. Severals attempts were made to collect informations on the surgical techniques followed during initial surgery. No feedback received from the surgeon. Based on the available input , the exact root cause of this event remain undetermined. The investigation found no evidence on a device issue. If additional informations were received that add a value on this case another report will be sent. Not received by manufacturer.

Event description:
Mobi-c p&f us: revision due to implant dislocation. The information was received directly form patient: the patient recently had cervical disc replacement with a mobi-c. The disc actually broke inside him causing to have another surgery and a fusion which I was trying to avoid. Informations received about the event update: initial surgery date: (B)(6) 2017. This case is of a 43-year old male patient who underwent a double level mobi-c placement. On the visit, x-rays showed that the inferior plate had retropulsed posteriorly and was dislocated from the device, the c5-c6 was still in permanent postion. A revision surgery was scheduled and performed for (B)(6) 2018 where the prosthesis was replaced with fusion cage ( not ldr product). No complication reported on post op revision surgery. No x-ray provided. No additional informations received from the patient surgery about the surgical techniques followed during initial procedure that may explain this case.

Event description:
Mobi-c p&f us : revision due to implant dislocation the information was received directly form patient : "I recently had cervical disc replacement with a mobi-c. The disc actually broke inside me causing me to have another surgery and a fusion which I was trying to avoid." Informations received about the event update : initial surgery date : (B)(6) 2017. This case is of a 43-year old male patient who underwent a double level mobi-c placement . On the visit, x-rays showed that the inferior plate had retropulsed posteriorly and was dislocated from the device, the c5-c6 was still in permanent "positon". A revision surgery was scheduled and performed for (B)(6) 2018 where the prosthesis was replaced with fusion cage ( not ldr product) . No complication reported on post op revision surgery no x-ray provided. The reporter communicated the ref and lot number of the device.

Manufacturer narrative:
Additional informations received on september 10th 2018 : medical records from the first surgery. Update on october 2nd 2018 : reference and lot number has been provided. The review of the traceability and device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available.

Manufacturer narrative:
No information was received about the product reference and lot number which prevent from reviewing the device history records and traceability . Information request was made to identify if the product would be returned for examination . Investigation still in progress . Conclusion not available yet.

Event description:
Mobi-c p&f us : revision due to implant dislocation. The nformation was received directly form patient : "I recently had cervical disc replacement with a mobi-c. The disc actually broke inside me causing me to have another surgery and a fusion which I was trying to avoid." No surgery intial or revison date were provided. No implant refrence or lot number were provided. More information about this case was requested. Information still in progress. Informations received about the event update : this case is of a 43-year old male patient who underwent a double level mobi-c placement . On the visit, x-rays showed that the inferior plate had retropulsed posteriorly and was dislocated from the device, the c5-c6 was still in permanent postion. A revision surgery was scheduled and performed for (B)(6) 2018 were the prosthesis was replaced with fusion cage ( not ldr product) . No complication reported on post op revision surgery. No x-ray provided. The reporter still not communicated the ref and lot number of the device.